Event description:
It was reported that damage occurred to the pump housing and usb port, affecting the customer's ability to charge the device. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.